Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing and speech performance with the device is affected. The user has felt a change in hearing with the device since may 2022, but cannot determine if the change in hearing with the device was sudden or gradual. X-ray imaging has been scheduled.

Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Reportedly, the user's glasses sat over the implant just at the beginning of the electrode cable, which might have contributed to the damage. In addition, imaging showed the two most basal channels out of cochlea, which indicated a post-operative migration of the electrode array since a full insertion was achieved upon implantation. The problems given in the recipient report appear to match the damage found.this is a final report.

Event description:
The user's hearing and speech performance with the device was affected. Additionally, the user's glasses sat over the implant at the lower end of the body of the implant and just at the beginning of the electrode cable. The user was re-implanted on the (B)(6) 2022.